Manufacturer narrative:
The user experienced severe hypoglycemia requiring EMS transport, ICU admission, intravenous dextrose, and glucagon following a cartridge change. The user believed an entire insulin cartridge had been delivered during the supply change. Engineering review found no device malfunction, motor errors, or inaccurate insulin delivery. Device logs confirmed that the user initiated a cartridge change after receiving a Low Insulin alert and subsequently performed a 68.87-unit tubing fill before completing the cartridge change process. Following resumption of therapy, the user's glucose decreased rapidly, resulting in repeated low-glucose and urgent-low-glucose alarms, all of which were generated appropriately by the iLet. The device otherwise functioned as intended. Based on the available information, the event is attributed to user error during the tubing fill procedure. The iLet Bionic Pancreas System User Guide instructs users to complete the tubing fill procedure before inserting the infusion set into the body and to verify insulin droplets at the tubing tip prior to insertion. Performing the tubing fill procedure while connected to the body is inconsistent with the Instructions for Use and can result in unintended insulin administration. No device deficiency was identified. If additional information becomes available, a supplemental MDR will be submitted.

Event description:
On 24-JUN-2026, it was reported that on (b)(6) 2026, the user experienced severe hypoglycemia requiring EMS transport and hospitalization after performing a cartridge change. The user was found unconscious by their spouse with blood glucose reported in the 30 mg/dL range. The user was transported by EMS to Whidbey Health, admitted to the intensive care unit, and treated with intravenous dextrose and glucagon. The user recovered without reported permanent sequelae and discontinued use of the iLet pending additional training.